Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hypoglycemia. The customer's blood glucose level was 46 mg/dl at the time. The customer reported that the insulin pump had delivered insulin while he was sleeping. The insulin pump will not be returned for analysis.